Manufacturer narrative:
Age: this value is the average age of the patients reported in the article as specific patients could not be identified. Event date: please note that this date is based off of the date of publication of the article as the event dates were not provided in the published literature. It was not possible to ascertain specific device information from the article or to match the events reported with previously reported events. The device was used for an off label indication. Other applicable components are: product ID 3889, lot# unknown, product type: lead; product ID 3889, lot# unknown, product type: lead; product ID 3058, lot# unknown, product type: implantable neurostimulator.

Event description:
Van der wilt, a.a., van wunnik, b.p., sturkenboom, r., han-geurts, i.j., melenhorst, j., benninga, m.a., baeten, c.g.m.I., breukink, s.o. Sacral neuromodulation in children and adolescents with chronic constipation refractory to conservative treatment. Int. J. Colorectal dis. 2016. 31(8):1459-1466. Doi 10.1007/s00384-016-2604-8. Summary: the aim of this study was to evaluate whether the short-term effects of sacral neuromodulation (snm) in children and adolescents with constipation are sustained over prolonged period of time. Reported events for unidentified patients: 5 female patients with sacral neuromodulation (snm) for refractory constipation experienced pain at the stimulator site, so the position of the device was revised; 6 female patients with sacral neuromodulation (snm) for refractory constipation underwent a lead revision due to a recurrence of symptoms; 1 female patient with sacral neuromodulation (snm) for refractory constipation experienced an infection of the electrode, so the electrode was removed and a new test was performed after 4 weeks; 6 female patients with sacral neuromodulation (snm) for refractory constipation reportedly "failed on snm," which the authors defined as having a defecation frequency of less than three times per week or the need for use of laxatives or bowel lavage to control symptoms. These patients underwent a total colectomy and subsequently had the stimulator removed. It was not possible to ascertain specific device information (i.e. Serial numbers) from the article or to match the reported event with any previously reported event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.